Event description:
Related manufacturer reference number:(B)(4). It was reported ,that the patient presented in the clinic with an infection development in the patient¿s spine. The vegetation was present in both the right atrial lead and the left ventricle lead. The physician explanted the entire system, implantable cardioverter defibrillator, right atrial lead and left ventricle lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.